Manufacturer narrative:
The investigation could not determine a specific root cause. Insufficient information was provided for further investigation. There was no evidence of a reagent issue as the calibration and quality control data were acceptable. There was no evidence of an instrument issue as the field service representative could not find any issues and the performance testing was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was <0.1 miu/ml and was reported outside the laboratory. The sample was repeated on (B)(6) 2012 with a result of >9000 miu/ml that was considered to be correct and reported to the doctor. The patient was not adversely affected. The hcg+ss reagent lot number was 16494803 with an expiration date of (B)(6) 2013. The field service representative could not find a cause. He replaced the regent probe from user's stock and observed the analyzer performing correctly and as per specification. All system checks were successful. The user ran qc with all results acceptable.